Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 251 mg/dl. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.